Manufacturer narrative:
The reported event of sticky module release latch file was opened to document an event that the customer reported. No devices or logs have been provided for investigation although a photo of a lvp latch was attached to the site visit summary, a determination whether the latch was stuck cannot be made based on the photo alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that during an assessment of the fleet, the module release latch was slow to close due to a sticky solution on the module release latch of a soiled device. No patient involvement was reported and the device was sent to biomed for assessment and cleaning.

Event description:
The customer reported that during an assessment of the fleet, the module release latch was slow to close due to a sticky solution on the module release latch of a soiled device. No patient involvement was reported and the device was sent to biomed for assessment and cleaning.

Manufacturer narrative:
The reported event of sticky module release latch file was opened to document an event that the customer reported. No devices or logs have been provided for investigation although a photo of a lvp latch was attached to the site visit summary, a determination whether the latch was stuck cannot be made based on the photo alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.